Manufacturer narrative:
The report event of inadequate hv output was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Telemetry, sensing, pacing, pacing lead impedance, and high voltage (hv) output functions of the device were tested and found to be normal. No anomaly was detected.

Event description:
Related reference report number: (B)(4). It was reported that failure to convert rhythm was noted on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The physician elected to explant and replace the ICD. The patient condition was stable.